Manufacturer narrative:
Analysis was not required.

Event description:
It was reported that the customer, after changing the battery of the insulin pump, he experienced issues with the insulin pump turning back on. The customer's blood glucose was 114 mg/dl at the time of the call. Troubleshooting was done. The customer stated that the battery cap looked damaged where it comes into contact with the battery. Advised customer that a replacement battery cap would be sent. Advised that the insulin pump was working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.